Event description:
It was reported that the rigid video scope needed plug body assembly and had image failure. The issue occurred during setup. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d5, d8, g3, h2, h3, h4, h6, h11. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube has a dent; therefore, the charged coupled device unit component is broken and the stripes in image occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.